Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the device tested positive for unspecified microbes. Then the results of two additional microbiological testing by the user facility were negative. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user provided olympus with the results of three microbiological tests reported in the initial MDR. The results showed the following; [first time; (B)(6) 2020]. -klebsiella pneumoniae (10-100 cfu/0.1ml). [Second time; (B)(6) 2020]. -micrococcus luteus (10-100 cfu/0.1ml). [Third time; (B)(6) 2020]. -no growth aerobically after two days incubation. And the user also reported that the device had been reprocessed with a non-olympus automated endoscope reprocessor model soluscope sprint, using disinfectant soluscope p. The evaluation of the device by olympus confirmed the defects of light guide lens, control body, channel, adhesive of the bending section. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by followings; the device had been reprocessed by a reprocess method not described in the instruction manual. Bacteria had been accidentally mixed in from other than the device during the microbiological test. The reprocess was insufficient due to a malfunction of the device. If additional information becomes available, this report will be supplemented.